Manufacturer narrative:
Evaluation summary: it is reported that the left knee was revised 1 year post-op for pain and recurrent effusion. The pt is a male. The activity level of the pt is not know. As returned, the articular surface component shows minimal wear and slight pitting on the articulation surfaces. Also, the part exhibits slight wear on the back side surface. The material is deformed near the notch on the back surface possibly during explantation of the part. X-ray image in a/p view shows proper placement and alignment of parts. It's not clear from the image whether or not the tibial plate assembly was cemented around the kneel and the drop down extension. X-ray in medial/lateral view is not available for review. Laboratory examination confirmed that the material is uhmwpe. Micrographs showing wear on the articulating surfaces indicate there was no indication of presence of foreign particles. Further, the manufacturing records show that the device was manufactured and packaged to specifications. The cause of the problem could not be definitely determined, however, insufficient cementing of the tibial tray could result in loosening of the implant and cause pain. Device history records indicate device manufactured to specification. The returned device meets specification where measurable in its current condition. Scanning electron microscopy analysis observed pitting and scratches. Particles on the articulating surface showing na, k, o and cl elemental peaks in the eds spectrum were also observed.

Event description:
It is reported that the device was implanted in 2007. The device was revised in 2008, due to pain and recurrent effusion of the knee.